Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 20 mg/dl at the time of the incident. The customer was at 240 mg/dl 2 hours before the call. The customer was given intravenous glucose to treat. The customer was advised not to use the pump and reverted to manual injections. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer and the attending medical staff believed that the pump over-delivered insulin. The customer states that they were sleeping and accidentally received 100 units of insulin. The pump was supposed to give 5.5 units, but when the reservoir was pulled out it was empty. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at test reservoir. Pump was then monitored for six (6) days and no unexpected bolus or basal deliveries occurred. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.